Event description:
On (B)(6) 2010, pt reported his down arrow button is not working. Pt stated this issue started about 2 months ago when he was attempting to bolus. Pt stated, the button pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.